Event description:
It was reported that this epicardial lead exhibited high pacing thresholds resulting in high outputs. During replacement of an impla ntable pulse generator (ipg), the physician tried to reposition the lead but due to high thresholds the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut, the distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).